Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that they thought the battery was dead and has tried turning it up but did not feel it at all. She stated she has been doing a little more leaking. She stated she used to feel it (like a pulsation) on the right side and the left side and now she could not feel anything at all. She later indicated that she has been in 2 car accidents and falls quite a lot (because she has a brain tumor) and could flip her ins upside down because it was so loose in her body. The patient synced with the patient programmer and she was on program 2 at 3.3 stimulation was on. The battery was not dead. Again, the patient stated she turned it all the way up to 8 and never felt it. She thought it might have been on program 1 at2.3 and may have accidentally been changed. The patient wanted to changed back to program 1 and was successful to change back and set it on 2.5 and would monitor if it helps her or not. No further complications were reported or are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device's information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1kr0t, implanted: (B)(6) 2017, product type: lead, ubd: 2021-09-13, UDI: (B)(4). New codes added apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): the doctor reported that changing the setting did not resolve the issue. The lead was broken, entire device was replaced. The cause of the loss of stimulation and loss of therapy was determined to be due the broken lead. Battery was loose in the subcutaneous pouch allowing it to spin around. When asked if the patient's falls and car accident affected the system the hcp responded n/a. The cause of the flipped ins and loose in the pocket was not determined. A new pocket was created when device was replaced, also used a pouch as well. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that when the issue first happened, the doctor just told them not to touch it. Patient stated they knew it definitely it did flip because their issue had come back. She stated she had appointment scheduled for (B)(6) 2019.